Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated due to the electrical circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the reported phenomenon was attributed to the failure of the electrical circuit board, which might be caused by aging deterioration because about 6 years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the upper endoscopy, the subject device was turned off automatically. The user cycled the power, the subject device was recovered, however the subject device was turned off automatically again. The procedure was at final phase and the purpose of the procedure had been almost accomplished. Therefore the user terminated the procedure at the time. There was no report of patient injury associated with the event.